Event description:
Started smoking mid-brushing - oral-b [device catching fire]. Case narrative: relative/friend via phone reported that his mother's oral-b rechargeable toothbrush handle, io3 started smoking mid-brushing. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.